Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that the cs100 intra aortic balloon pump had pressure getting disconnected intermittently. No one was harmed onsite.

Manufacturer narrative:
Updated fields: b4, b5, d5 (operator of med. Device, other operator of med. Device), e1 (initial reporter, event site email), e2, e3, g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e1 (event site telephone), e4. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse reported that the unit's performance was checked using the iabp trainer and demo balloon. The system operated without issues for over three hours, functioning correctly on both battery power and ac mains. No problems were observed during the test. Inspection of the pressure cable revealed a loose connection at the pressure port on every iabp machine. It is recommended to replace the current cable with an appropriately fitting one. This loose connection could lead to signal disturbance or loss.

Event description:
It was reported by field service engineer (fse) during use that the cs100 intra aortic balloon pump had pressure getting disconnected intermittently. No patient harm or injury reported.